Event description:
It was reported that the patient experienced a pocket subcutaneous decubitus due to a suspected infection with the implantable cardioverter defibrillator (s-ICD). Additional information was received that a revision of the pocket was performed. The s-ICD and electrode remain in service. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.